Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with a pocket hematoma. The hv therapy was programmed off to treat the patient. While re-enabling the programmed settings, alert message showed that no active morphology template was available. It was discussed that the message was referring to the nearfield morphology and that the active template for farfield morphology should apply to any episodes. Due to patient being pacemaker dependent, a new template could not be acquired.